Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that immediately after programming the pcu screen went "blank" and only displayed "press confirm". The clinician indicated no buttons were displayed to start the medication infusion. The clinician restarted the device, however the issue did not resolve. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that immediately after programming the pcu screen went "blank" and only displayed "press confirm". The clinician indicated no buttons were displayed to start the medication infusion. The clinician restarted the device, however the issue did not resolve. There was patient involvement but no harm.